Event description:
A rondo 2 audio processor was received at hq with a leaking battery and a broken welding seam.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: according to the information received by the user, the case side part is broken. During the repair process of the rondo 2 audio processor, a leaking battery was detected. Due to the damaged device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. There has been no report of patient injury from contact with leaking electrolyte. This is final report.

Event description:
A rondo 2 audio processor was received at hq with a leaking battery and a broken welding seam.